Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain, absent pulses and an occlusion was confirmed via doppler. Treatment consisted of a surgical thrombectomy, anticoagulation therapy and a bypass graft placement. The treatment achieved revascularization, however, the patient subsequently required two fasciotomies and an above the knee amputation.